Event description:
It was reported that during a surgical procedure at the user facility the device was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported overheating of the device was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the drive link was loose, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.